Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation, a farawave catheter was selected for use. The farawave catheter was prepped including flushing both the lumen and inserting the guidewire and exercising deployment. During the procedure, at the patient table, the physician and the tech were unable to flush through the flush port. Troubleshooting attempts were made including checking the flushing mechanism and manually flushing the catheter multiple times with a syringe. However, the device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is not expected to return for laboratory analysis as it was disposed.